Event description:
The pressurewire x, wireless was inserted into the patient via the radius approach using a 6f guiding catheter, and calibrated and equalized normally. The target lesion was from lmt to lad#5-7 with calcification. The device was advanced into the lad lesion beyond the bifurcation at the lmt. The tip of the pressurewire x, wireless got stuck in the calcification in the lesion. When the device was pulled out by applying slight torque, the tip of the pressurewire got fractured at the welded point. A snare catheter and a non-abbott microbasket were used and the fragment was successfully retrieved from the patient. The event occurred during emergency procedure. The procedure was completed without using another pressurewire x, wireless. Patient specific information of patient identifier, age or birthdate, gender, and weight are not available for this complaint.

Manufacturer narrative:
Product evaluation: the reported event of the distal tip coil fracture was able to be confirmed. The results of the investigation concluded that the distal tip coil had been fractured and separated into two sections; the proximal end of the tip coil had been stretched. The corewire had also been fractured into two sections at the distal tip. The combined length of the two corewire sections indicated there was no missing material from the distal corewire assembly. The hydrophilic coated distal tube had been kinked and flattened. Additional analysis revealed that the guidewire was exposed to excessive torquing and manipulation as there are fractures observed on the proximal weld joint (coil and corewire) and the distal corewire. Torquing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may damage and/or fracture the pressurewire, which is inconsistent with the instructions for use (IFU). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with forcible contact during use. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.